Manufacturer narrative:
Unique identifier (UDI) number d4: detailed product information was not provided to boston scientific. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) number and other specific product information.

Event description:
It was reported a dissection requiring intervention occurred. The bifurcated target lesion was located in the mid left anterior descending artery and the 1st diagonal. The first diagonal was pre-treated with a 2.5 mm x 15 mm non-compliant balloon. The lesion was then successfully treated with the 2.75 mm x 12 mm agent dcb inflated at 6 atm for 75 seconds. Following balloon deployment, a grade b dissection was discovered. The target lesion located at the mid-left anterior descending vessel (main branch) was pre-treated with two non-complaint balloons. The lesion was then successfully treated with a 2.75 mm x 28 mm drug eluting stent (non-bsc device). A grade b dissection was noted in the 1st obtuse marginal branch for which bailout stenting was performed. The patient tolerated the procedure well and remained hemodynamically stable. The patient was discharged.